Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the gastrointestinal videoscope exhibited foreign material in the air/water tube and air/water cylinder, and a burn on the distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunctions of foreign material in the air/water cylinder and air/water channel were confirmed. The burn on the distal end cover was not confirmed at evaluation. Based on the results of the investigation, the type of material and root cause could not be identified. The cause of the foreign material remaining in the device from the obtained information could not be specified. There was no physical damage at the place where the foreign material remained. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): IFU states that detection method in gif-1100 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.